Event description:
It was reported one pin of the screwdriver tip is missing. It was damaged due to wear and tear. No information about patient impact reported.

Manufacturer narrative:
Integra has completed their internal investigation on 6sep2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: a review of the device history record is performed. Manufacturing lot is fdn9 and was manufactured in 7th april 2015. No anomaly is observed. All results are in compliance within specifications, particularly for teeth dimensions, raw material and heat treatment. A review of the complaint system showed that this incident is the sixth for damaged screwdriver for the past two years which was reported to newdeal. This is the first incident for manufacturing lot fnd9. (B)(4) parts were released for this manufacturing lot. As snap-off® screwdrivers are reusable instruments and are used for each snap-off® screws insertion, the number of snap-off sold screws is taking into consideration. (B)(4). Conclusion: a corrective action was initiated in 2005 in order to change the design of teeth. The corrective action was opened because since 2005 newdeal received many complaints about the breakage of the tip of the screwdrivers. The 5m analysis, trials and failure analysis for screwdrivers were performed. The root causes from the 5m analysis were: bone regrowth increasing the torque required for removal and overuse of the torque especially for removal. The issue described in this complaint is similar to those described in the in the corrective action. The screwdriver involved in this complaint was manufactured after the recall. We have (B)(4) complaints for driver breakage since 2013. During the time between the date of manufacturing lot fdn9 and the open date of this complaint, (B)(4) snap-off screws were used in the hospital (B)(6). It corresponds to 20 surgeries in almost one year and can be related to a possible wear and tear.